Event description:
Patient was receiving a sigma rp stabilized knee. After all components were cemented in and cement was being cleaned up, the tibial tray seemed to move. It was not well fixed. It was taken out, the bone surface was recut, the cement chiseled out, and the tibia prepped for an mbt revision tray. The loosening was reported to be at the cement/implant interface, and competitor cement was being used. This caused a surgical delay of about one (1) hour.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the lot code. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.